Event description:
Complainant alleged that the clinicians were treating patient (age unknown) who had been admitted to the facility's emergency room complaining of chest pains. The clinicians determined that the patient had an arrhythmia in their heart rhythm. The patient was paced, using stat pads multi-function electrodes with the device. The patient then presented a ventricular fibrillation heart rhythm. The clinicians twice attempted to defibrillate the patient, using the same device and electrodes, but the device did not discharge the energy. The clinician then defibrillated the patient three times using the device paddles. The patient's heart rhythm was then converted. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant indicated that the lot number of the used electrodes was unknown, and that the pads would not be returning to zoll for evaluation, as both the electrodes and the electrodes packaging were inadvertently discarded subsequent to the event.